Manufacturer narrative:
Concomitant medical products: 6947-58 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate shocks due to the device detecting ventricular fibrillation (vf) with an irregular ventricular rate during an atrial arrhythmia episode. It was also reported that the right atrial lead was oversensing far-field r waves and undersensing. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that device interrogation showed that prior to the patient experiencing pulseless electrical activity, they were in atrial fibrillation (af) with rapid ventricular response. The patient also had underlying left bundle branch block along with the atrial undersensing which appeared like ventricular tachycardia (vt) and consequently the patient received the inappropriate shock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later revealed through follow-up with the physician's office that no reprogramming intervention was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the post approval clinical surveillance product surveillance registry.